Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed incoming functional test. It was noted no errors were found in the parsing sheet. Analysis found the left keyboard hinge was broken, a spring clip was missing, and the analyzer bay was contaminated.

Event description:
It was reported the clinic states the programmer randomly power cycles and takes long time to reboot in between. The programmer was returned for repair. No patient complications have been reported as a result of this event.